Event description:
Patient reported that the check button was not functioning properly. About a month ago, patient noticed that the check button only worked when she holds the button down. If she applies normal pressure the button does not work. No adverse event reported. A request was made for the return of the device, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.